Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. The test for lead impedance could not be performed due to the as received condition of the lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited low impedance measurements. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.